Manufacturer narrative:
The user reported the controller battery is bulging and overheating. The user also reported a burning smell after charging the device. The charging cable and adapter were not returned. The controller was returned. Inspection of the device found no evidence of a thermal event occurring. The exterior of the device was intact and not bulging. The back cover was removed and no signs of battery swelling were observed. No signs of fluid ingress were observed. No issues were observed with the charging port of the controller.correction to d(4): sequence number changed from unavailable to (B)(4).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod diabetes manager (pdm) battery is bulging and overheating. The patient also states that when he unplugs the pdm, it smells like something is burning from the inside.